Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni event description: [company representative a] gave [company representative b] a call on wednesday afternoon and mentioned that he had been in a gelpoint v-path case on (B)(6) 2026 at uci with dr. [Name] where tissue entrapment occurred. I had a follow up call yesterday afternoon with [company representative a] and [company representative c] who was also in the case and got further details: after placing the device, the surgeon identified adnexal tissue entrapped between the alexis inner ring and pelvic side wall. The surgeon elected to grasp the tissue with a laparoscopic grasper to free the tissue from under the inner ring. They then proceeded and completed the case via vnotes. No patient injury occurred and patient did well after the procedure. Reporting this as a complaint because entrapment occurred and pulling entrapped tissue from under the retracted alexis has the potential to cause tissue damage. Type of intervention: the surgeon elected to grasp the tissue with a laparoscopic grasper to free the tissue from under the inner ring. They then proceeded and completed the case via vnotes. Patient status: patient did well after the procedure.